Manufacturer narrative:
Pump was received with a melted reservoir compartment and reservoir retainer ring. Unable to remove the original p-cap and reservoir from the reservoir compartment due to physical damage. Also, unable to verify reservoir locking into place and perform the displacement test due to physical damage. (B)(4).

Event description:
Information received by medtronic indicated that the pump fell on landed on the muffler of her motorcycle and had melted it. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.